Manufacturer narrative:
Concomitant products: boston scientific alliance inflation handle; endoscope-unknown make and model. Investigation - evaluation. The product said to be involved was returned in an open pouch from the lot number provided in the report. The label matches the product returned. Our laboratory evaluation of the product said to be involved confirmed the report. During a functional test, a cook ds-60cc-s syringe was filled with water and attached to the balloon inflation port. The syringe was placed into an inflation handle, and negative pressure was applied to the balloon. After applying negative pressure, the balloon was inflated with water. The balloon would not hold pressure and water was seen leaking from a rupture along the length of the balloon. A visual examination of the catheter did not show any kinks or bends. The pre-loaded wire guide was not included in the return of the device. Instead, a non-cook wire guide was included in the return. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. A possible contributing factor to balloon material rupture is over inflation of the balloon material. The instructions for use contain the following warning: ¿during dilation, do not inflate balloon beyond the maximum indicated inflation pressure, as this could result in overextension or bursting of the balloon.¿ prior to distribution, all hercules 3 stage wireguided balloons esophageal-pyloric-colonic are subjected to a visual inspection and functional testing to ensure device integrity. The functional tests consist of a flow and leak test. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available

Event description:
During dilation of esophageal stenosis after endoscopic submucosal dissection, the physician used a cook hercules 3 stage balloon esophogeal. While performing the first dilation, the balloon ruptured. The procedure was completed with another device. There have been no adverse effects to the patient reported.